Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the device's system board was observed. The device's system board was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.